Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) was analyzed and found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moved freely up and down the grip drive adapter. Additionally, the instrument was found to have a retaining ring dislodged. The retaining ring was found attached to the magnet inside the housing. As a result of the retaining ring being dislodged the grip ring was dislodged. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the vessel sealer extend (vse) tip did not close. The procedure was completed as planned with no reported injury.